Event description:
The patient reported that they experienced an issue with the omnipod which required a visit to the emergency room (ER). The patient stated a lot of insulin was administered which caused them to pass out and go to the ER. The patient also noted there was blood and pus around the pod infusion site. The patient¿s blood glucose level, diagnosis, and treatment were not reported. There was no additional information available as the patient requested they not be contacted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs9bzcl. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.